Manufacturer narrative:
D10: (B)(6) - 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups, (B)(6) - 160-00-14 - pf stem tapered plasma sz 14, (B)(6) - 170-32-93 - biolox delta femoral head 32mm od, -3.5mm, (B)(6) - 120-65-20 - bone screw 6.5mm dia x 20mm long, (B)(6) - 600-05-90 - opteform disc-90mm, (B)(6) - 600-05-90 - opteform disc-90mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02566. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 123 months after a left total hip replacement procedure, the patient underwent a revision procedure to address a failed cup and liner. An image and x-ray were provided. Patient was revised to exactech devices. Patient was last known to be in stable condition following the event. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision reported was likely the result of prosthesis wear over the course of 10 years of implantation, patient-related considerations, and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including edge loading and impingement. An additional reason for the revision may be acetabular cup loosening, but this cannot be confirmed as the devices were not returned for evaluation and no clinical notes were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.